Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main 2.1 displayed high number of errors. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed high number of errors. A field service engineer (fse) replaced rowboard cable for main 2.1 to resolve the issue. Fse verified functionality through hardware test application. The system functioned as intended after the field service engineer repaired the device.